Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2014. (B)(4).

Event description:
It was reported that within a month of implant, the patient presented to the emergency room, and the right ventricular (rv) lead exhibited a loss of capture and an increase in thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.